Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing on the rv (right ventricular) lead. Although it indicated that lead integrity alert was triggered, it was due to t-wave oversensing and not lead failure. It also indicated there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that patient was inappropriately shocked due to t-wave oversensing (twos) on the right ventricular (rv) lead and reported to the hospital with complaints of "feeling lousy", dizziness, and malaise. The rv lead interrogated several ventricular tachycardia non-sustained (vtns), high rate non-sustained tachycardia (hrnst), and ventricular oversensing (vos) episodes. The rv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.